Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No unexpected battery power loss noted during test. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they got off no power alert on insulin pump. Customer¿s blood glucose level was 220 mg/dl. Troubleshooting was performed for off no power alert. Customer stated that they did not get low battery alert prior to the off no power alert. The insulin pump will be returned for analysis.